Event description:
A pt was undergoing cardioversion using anterior and posterior paddles. Three shocks were administered (100 joules, 200 joules and 300 joules). Following procedure a 3 inch diameter reddened area at the anterior paddle site was discovered.